Manufacturer narrative:
Device received with cracked or broken off end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a33, motor error alarms or prime or fill anomaly due to cracked/broken off end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting during manual prime process and insulin pump had motor error. The customer¿s blood glucose level was unknown. The customer stated that the drive support cap was normal. The customer reported that the insulin pump alarmed compromised force sensor system. Customer stated that insulin pump did not received any alarms with regards to priming and insulin pump was stuck on the rewind screen. Customer was declined for troubleshooting of motor error. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.